Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The returned device is in three pieces and the separations appear to have been kinked prior to separation. The proximal section from the hub to the separation is 62.8cm. The middle section is approximately 39cm long. The distal section from the tip to the separation is approximately 47.3cm. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 17may2019. It was reported that crossing difficulties were encountered. The 95% stenosed, 2.0 mm x 15 mm target lesion was located in the right coronary artery. A 2.00 mm x 15 mm emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detached/separated.